Event description:
It was reported that the customer's insulin pump had a frozen display. Troubleshooting was performed, and the time on the device was not advancing. The customer's glucose reading was 44mg/dl, and she has treated with juice. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump had corroded keypad traces. The insulin pump was monitored for 24 hours and no frozen display noted. All buttons functioned properly. All currents are within specification. No battery out limit alarms noted.